Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had increased power consumption. A copy of device memory was preserved and submitted for analysis. Memory analysis confirmed the device battery was depleting prematurely and a boston scientific technical services (ts) consultant recommended device replacement. The device was replaced and returned for analysis.